Event description:
According to user facility, the device was in use with patient for 27 days when one of the eyelets broke on the flange of the tracheostomy tube. Emergent tracheostomy tube change performed. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.